Manufacturer narrative:
Technician found the shoulder bolt is missing to the side rail. The technician replaced the shoulder bolt to resolve the issue.

Event description:
Technician alleged that the side rail latch is broken and it will not stay up. No pt impact.